Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine evaluation, initial interrogation displayed dashes (---) for sensor parameters. Attempts to return to standard, programming and a software download were all unsuccessful. Therefore, the device was replaced.